Event description:
It was reported that the customer was hospitalized due to a diabetes-related incident. The blood glucose level reached 682 mg/dl during the event, which necessitated medical intervention, and the customer also presented small ketones. The customer bolused via the pump without identifying any pump or infusion set issues, and after receiving IV fluids and insulin, the issue was resolved, with no permanent damage reported. The customer was released from the hospital on (B)(6) 2025.